Event description:
It was reported that frequent inferior vena cava (ivc) collapses were noted with low arterial flow. The device user (du) also mentioned that there was consistently fluctuating soft shell reservoir (ssr) volume. It was suggested that cannula placement be checked and adjusted, however the customer opted to wait as the liver recipient was already in the operating room. The customer was concerned that they may lose the liver and that the artery had thrombosed. Subsequently, the liver was successfully transplanted.

Manufacturer narrative:
Data plots were reviewed during perfusion and confirmed the inferior vena cava (ivc) collapse but noted no abnormal device behavior. A service engineer (se) evaluated the device at the customer site as a precaution. Physical inspection of the device found no issues or concerns. The device passed all testing. No device issue was identified.